Event description:
Reporter indicated that pt presented for routine office visit where diagnostic testing revealed high lead impedance, indicating a possible lead malfunction. Pt subsequently reported that she could no longer detect normal or magnet mode stimulation, and that she was experiencing an increase in seizures above pre-vns baseline. Physician indicated that pt was no longer taking any medications as she had prior to vns therapy. Pt subsequently underwent a full revision procedure. Explanted lead and generator were returned to MFR for product analysis, however, that analysis is not yet completed.

Manufacturer narrative:
Device malfunction is suspected.